Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 18052103/18141270.

Event description:
It was reported that the patient could have a possible infection due to swelling at the ipg site. The patient was prescribed with antibiotics. The patient underwent an explant procedure wherein the ipg and lead extensions were removed. The explanted device components will not be returned.